Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited rapid battery depletion. A device replacement was recommended but not yet performed. The patient was in stable condition.

Event description:
New information received stated that the patient was under the care of an oncologist and was not yet scheduled for a device replacement procedure. The device battery was being monitored via merlin.net.